Event description:
It was reported that the patient had not felt stimulation in her right leg for the past 2 months prior to the report. The patient underwent an implantable neurostimulator (ins) revision on (B) (6) because the ins was moving around. An appointment was scheduled for reprogramming.

Manufacturer narrative:
(B) (4).